Event description:
It was reported that the patient was presented remotely for a follow up. Transmission showed right atrial lead exhibited low pacing impedance and inappropriate mode switch due to oversensing noise. No intervention or reprogramming was performed. Patient was stable and would continue to be monitored.